Event description:
The distributor reported on behalf of the user facility that a pt presented with a reaction to the product. The pt is a trauma pt with sepsis. A non-coated central line was inserted. The skin prep used was chlorhexidine, and biopatch was applied. A dressing was then placed and left on until four days later. The semi-occlusive dressing was lifting and the nurses went to re-do the dressing. Under the biopatch, there was macerated skin with "yellow slough" (clear sign of infection). The biopatch was quite saturated. The central line has been removed and replaced. The removal was not due to the reaction to the biopatch, but as a routine procedure of the facility to remove the line and replace with an antibiotic coated catheter. Of note, the pt has an arterial catheter which has biopatch, and this site is fine. No swab was taken of the sloughy area. The transparent firm dressing used was tegaderm. The product was discarded and will not be returned for evaluation. Additional info was requested and provided on october 26th indicating that no medical or surgical intervention was required and the pt is doing well.

Manufacturer narrative:
The product is not available for return. An investigation has been initiated based on the reported info.